Manufacturer narrative:
The customer did not return this device for testing, therefore a comprehensive investigation into the complaint could not be performed. A service history review was not possible as the device serial number was not provided. The event log and alarms log was not provided by the customer therefore no review could be carried out. The complaint cannot be confirmed. Testing a representative device would not aid in this investigation.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.

Event description:
The event involved a plum a+ infusion pump that the customer reported did not alarm for air in line at the time air bubbles were observed during use in the neonatal unit. The bubbles were not in contact with the patient as an air-eliminating filter was used. Programming parameters: channel a. No leak of the administered (nutrition) drug was observed. The entire infusion set ¿tree¿ and the and the nutrition bag were changed. No physical defect was noted on the device. There was no blood loss, no need for medical intervention and no harm. Although there were no negative consequences as a result of this event, there was a four hour delay in therapy. This captures the first of five events reported.